Event description:
It is reported that: patient was experiencing pain in hip. Patient reports that blood tests showed elevated cobalt levels and a lot of metal in blood. Patient states that muscle was corroding, and this led to revision surgery in (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.